Manufacturer narrative:
One tsv implant (tsvwb13) with fracture mount hex was returned for investigation. Visual evaluation of the as returned product identified implant mount hex fractured. Signs of use and some damages to threads, most likely from removal process. Pre-existing condition and tooth location as noted on the per are unknown. The devices were placed/removed on the same day. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1241960. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241960) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to a fracture fixture mount. During the implant placement, a piece of the fixture mount fractured. Procedure was completed using another implant from stock. No injury was reported.